Manufacturer narrative:
Technician found the bed in hallway. Head of bed will not raise due to bad solenoid valve. Replaced the solenoid valve to resolve this issue.

Event description:
Info received that the head of bed will not raise. No injury reported.